Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the harmonic ace instrument for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. An image of the broken fragment related to this event was received. A review of the submitted image was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. A review of the instrument logs showed the harmonic ace instrument (part# 480275-08 / lot# m90210214-0253) was replaced with another harmonic ace instrument (part# 480275-08 / lot# l90210425-0351) during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to this product and/or event. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer called in to report that the scalpel of the harmonic ace instrument broke off and fell inside the patient. The customer reported that they would not perform a post-operative x-ray/imaging because they were able to retrieve the broken fragment. The customer stated that there was no patient injury. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 20-aug-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer reported that the instrument was not inspected prior to use. The site was performing a da vinci assisted distal gastrectomy with roux-en-y surgical procedure. The surgeon does not know what caused the instrument to break. The instrument was in use for approximately 2 hours and performed as intended up until it broke. The customer noted that the instrument did not make contact with any other instrument or hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip collision. The surgeon was performing an enterotomy into the jejunum at the time of the event. After the blade of the instrument broke off and fell inside the patient, the fragment was retrieved with a laparoscopic needle driver instrument through a 12mm port during the same procedure. The customer confirmed all fragments were retrieved by matching the broken fragment to the instrument, and it was an exact fit. No additional surgical procedure was required and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is not available for return to isi for evaluation. The customer provided an image of the broken jaw/blade from the involved instrument.